Event description:
It was reported that when the device was used during a colorectal anastomosis, the device was difficult to remove. The anastomosis was hand sutured. There were no other consequences to the patient.